Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor smooth round moderate plus profile 325cc saline prosthesis, catalog #3502325, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female who underwent primary breast augmentation with a mentor smooth round moderate plus profile 325cc saline prosthesis experienced spontaneous silent right sided deflation post procedure. As a result, an explant is planned for (B)(6) 2020.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Additional information was received on (B)(6) 2020. When the devices were explanted, bilateral prosthesis replacement with 500cc mentor memorygel breast implants was performed. Additional information was received on march 4, 2020. The patient experienced baker grade IV capsular contracture, rather than deflation as initially indicated. 1. Is product problem- uncheck manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on march 17, 2020. Device evaluation summary: according to the information received, the patient developed capsular contracture. During visual evaluation of the sample, a crease was observed on the posterior view. In addition, a tear measuring less than 0.1 cm was found within the crease. The evaluation determined that the rupture is consistent with a crease fold rupture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).